Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10 trackwise # (B)(4). The device was returned to the factory for evaluation on (B)(6)2020 . An investigation was conducted on (B)(6)2020 . A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the delivery tube. The slide lock was engaged and the plunger was not depressed on the delivery device. The seal and tension spring assembly was observed in the loading device window. The delivery device was removed from the loading device with the seal and tensions spring assembly remaining inside the loading device. The seal and tension spring assembly was removed from the loading device. No crack/delamination of seal was observed. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.215 inches. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal did not function properly and was still in the loading chamber (fitting problem). The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal did not function properly and was still in the loading chamber (fitting problem). The procedure was completed by opening up a new heartstring. It was determined that it was an error from the user not the product by loading it incorrectly. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal did not function properly and was still in the loading chamber (fitting problem). The hospital did not report any patient effects.